Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the acoustic lens breakage occurred due to stress, handling, or other unknown factors. The root cause of the acoustic lens breakage was unable to be identified. The following is included in the instructions for use: ¿3.2 inspection of the endoscope - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the probe unit was chipped. In addition, the evaluation found an a-rubber glue crack. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus, model gf-ue160-al5, ultrasonic gastrovideoscope was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, it was noted that the ultrasound probe was chipped. This report is submitted due to the finding that the ultrasound probe was chipped.